Manufacturer narrative:
Block h6: imdrf code a050702 captures the reportable event of failure to cut.

Event description:
It was reported to boston scientific corporation that a suturing cinch was used in an unknown procedure on (B)(6) 2026. During the procedure, the suturing cinch failed to cut the suture and then the handle broke. Suture was cut with another suture cinch from a different lot number. Procedure was completed with another of the same device. No patient complications were reported as a result of the event.